Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, the suturing device was defective. It was stuck when the surgeon wanted to use it. The procedure was completed with another of the same capio slim device. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier failed to retract. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Problem code of 1536 captures the reportable event of carrier retraction problem. Analysis of the returned device revealed no visual and functional failure; the carrier was actuated three times and it could be extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues, consequently not confirming the reported complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information on this investigation, the most probable cause for this event is no problem detected.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, the suturing device was defective. It was stuck when the surgeon wanted to use it. The procedure was completed with another of the same capio slim device. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier failed to retract. Should additional relevant details become available; a supplemental report will be submitted.